Event description:
Customer reported a female pt 150 cm tall, developed bilateral femoral nerve palsy within 24 hours post op following a laparotomy for a rectal procedure of 2 hours duration. It was reported the surgeon had difficulty inserting the drape into the 17 -18 cm incision and cut the ring. The 1076 drape is much too large for a pt 150 cm tall.

Manufacturer narrative:
The event was reported to 3m on april 4, 2007. Detailed discussion had been carried out regarding the surgical procedure. We have been waiting for the outcome of the treatment. 3m evaluated the situation with the info provided by the user facility. The device was not returned to 3m. According to dr, 3m occupational medicine, if the ring is too large for the pt, it may generate pressure on structures inside the abdominal cavity which could cause problems similar to this reported.